Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter facility name: (B)(6).

Event description:
Elegance. It was reported that vessel dissection occurred. In (B)(6) 2023, the subject underwent treatment with the eluvia drug-eluting stent as a part of the elegance clinical trial. The target lesion #001 was in the right proximal superficial femoral artery extending into right mid superficial femoral artery with 5.8 mm proximal reference vessel diameter and 5.5 mm distal reference vessel diameter with lesion length 120 mm with 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 3 mm x 120 mm non-bsc balloon. Treatment of target lesion was performed by the placement of eluvia drug eluting stent of 6 mm x 120 mm. Following post dilation was performed using 5 mm x 220 mm non-bsc balloon, the final residual stenosis was noted to be 10%. On the same day of index procedure, during the treatment of target lesion #001, dissection of grade d was noted due to v-18 control wire. In response to the event, bailout stent was placed. Post treatment, the final residual stenosis was noted to be 10%. The complication of dissection was resolved on the same day. Five days later, the subject was discharged on aspirin.